Event description:
The incident involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. As per report, the small in-line filter in syringe pump tubing was leaking with amino acid plus dextrose solution (aads) infusion. The customer stated that there was not any hole, cut, tear or any defect noted on the product. The product was replaced and therapy resumed. It is unknown how long into the infusion the leak occured. There was patient involvement, no apparent harm reached patient/person.

Manufacturer narrative:
The complaint of leaks on item mc330419 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown. Additional contact: (B)(6). (B)(6). (B)(6). (B)(6). (B)(6).